Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general liver resection surgical procedure, intuitive surgical inc. (Isi) rep. Reported to technical service engineer (tse) stated sparking during bipolar use. Now the customer replaced the instrument, and the problem did not occur. The effect value was 6, so it was not too high. Tse advised to check the tip for dart. The rep. Accepted and if they have any problem or question will call back. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar instrument was inspected prior to use and no damage was observed. Another maryland was brought out and used, but the second maryland also sparked. The third unused/sterilized maryland was used, the same issue did not occur, so the surgery could continue. There was no loss of cautery associated with broken/loose cable. There were no signs of thermal damage at the site of breakage. There was no arcing observed.